Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 592 mg/dl. Cause was not known. A correction bolus was delivered via the pump and a manual dose injection to address bg. The customer declined to provide additional information regarding the issues.